Event description:
Reportedly, the surgeon fired the first eea and everything went well. Surgeon was not satisfied with the pouch that was created, so he did a takedown of the pouch, and then he fired another one. Post op 1 week, an x-ray was taken and it was noticed that the anvil was left in the pt. The anvil was removed by re-op in 2007. Pt status is ok. Sex: female. Procedure: lap gastric bypass.